Manufacturer narrative:
Three 65 cm. 5 fr. Tempo ber diagnostic catheters of the same catalog/lot/reference numbers were dry rotted when used. One was used in a patient and completely cracked apart. The other two catheters reported were opened for use but were noted to be cracked upon pulling them out of the packaging. The three devices were used for the same patient/same procedure. There was no reported patient injury. The catheter that was used in the patient was successfully removed and there was no adverse event or harm to the patient reported. The procedure was a thrombectomy of a left brachio-basilic fistula. No target lesion characteristic information was provided. No additional information is available. A non-cordis product was used to complete the procedure successfully. Two additional catheters with the same reference and lot number, that were not used, were reported to have the same issue. One of the catheters being returned is still in the sterile packaging and is noticeably broken. All five products are of the same catalog/lot number. The expiration date that was reported on the packaging was march 2018, so the products were not expired at the time of the report. All the products were stored properly per the instructions for use (IFU). The products were reported to not have been exposed to any extreme heat or adverse storage conditions. There was no damage noted to the product¿s packaging upon inspection prior to use. There was no reported difficulty removing the products from the packaging. The products were prepped per the IFU. The devices were returned for analysis. Five non-sterile units of cath tempo 5f ber 65 cm were returned. (B)(4): per visual analysis the catheter body was found cracked at 3.6 cm and 4.5 cm from distal end as well as a catheter separation was found at 5.5 cm from distal end. Also a cracked condition was found at 55.2 cm from hub. Per dimensional analysis the catheter body od and ID were measured near the cracked conditions and the results were found within specification. The unit was reviewed by the product engineering team and it was suspected that the cause of the ruptured and cracked conditions found was a material degradation, therefore instead of sem analysis the unit was sent to fourier-transform infrared spectroscopy (ftir) and thermogravimetric analysis (tga) to analyze the unit for possible material degradation with the following results; based on the ftir, samples analyzed share characteristic ir absorption bands associated with polyamide, however when spectra were compared a visible reduction of transmittance values of complaint samples on band 1107 cm-1 was noted, which is indicative of chain scission of c-c and or oxidation. The differences found in peak intensity could be caused due to a degradation which triggers material structure of the particles broken to yield an unsaturated composition. Secondly, the dsc test further supported the fact that the samples underwent some sort of degradation based on the reduced thermal properties that the returned material managed to retain. In conclusion, the material alterations; discoloration, cracking and reduced thermal properties, are consistent with a type of photo-induced degradation, likely linked to exposure, however the exact mechanism is unknown based solely on these analyses. A product history record (phr) review of lot 17242574 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): per visual analysis the catheter body was found cracked at 4.9 cm and 7.2 cm from the distal end. Per dimensional analysis the catheter body od and ID were measured near the cracked conditions and the results were found within specification. The unit was reviewed by the product engineering team and it was suspected that the cause of the ruptured and cracked conditions found was a material degradation, therefore instead of sem analysis the unit was sent to ftir and tga to analyze the unit for possible material degradation with the following results; based on the ftir, samples analyzed share characteristic ir absorption bands associated with polyamide, however when spectra were compared a visible reduction of transmittance values of complaint samples on band 1107 cm-1 was noted, which is indicative of chain scission of c-c and or oxidation. The differences found in peak intensity could be caused due to a degradation which triggers material structure of the particles broken to yield an unsaturated composition. Secondly, the dsc test further supported the fact that the samples underwent some sort of degradation based on the reduced thermal properties that the returned material managed to retain. In conclusion, the material alterations; discoloration, cracking and reduced thermal properties, are consistent with a type of photo-induced degradation, likely linked to exposure, however the exact mechanism is unknown based solely on these analyses. A product history record (phr) review of lot 17242574 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): per visual analysis the catheter body was found cracked at 10.8 cm and 13.6 cm from catheter¿s distal end. Per dimensional analysis the catheter body od and ID were measured near to the cracked conditions and the results were found within specification. The unit was reviewed by the product engineering team and it was suspected that the cause of the ruptured and cracked conditions found was a material degradation, therefore instead of sem analysis the unit was sent to ftir and tga to analyze the unit for possible material degradation with the following results; based on the ftir results, samples analyzed share characteristic ir absorption bands associated with polyamide, however when spectra were compared a visible reduction of transmittance values of complaint samples on band 1107 cm-1 was noted, which is indicative of chain scission of c-c and or oxidation. The differences found in peak intensity could be caused due to a degradation which triggers material structure of the particles broken to yield an unsaturated composition secondly, the dsc test further supported the fact that the samples underwent some sort of degradation based on the reduced thermal properties that the returned material managed to retain. In conclusion, the material alterations; discoloration, cracking and reduced thermal properties, are consistent with a type of photo-induced degradation, most likely to exposure, however the exact mechanism is unknown based solely on these analyses. A product history record (phr) review of lot 17242574 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): per visual analysis the catheter body was found cracked at 18.4 cm and 30.6 cm from the distal end. Per dimensional analysis the catheter body od and ID were measured near the cracked conditions and the results were found within specification. The unit was reviewed by the product engineering team and it was suspected that the cause of the ruptured and cracked conditions found was a material degradation, therefore instead of sem analysis the unit was sent to ft-ir and tga to analyze the unit for possible material degradation with the following results; based on the ftir results shown above, samples analyzed share characteristic ir absorption bands associated with polyamide, however when spectra were compared a visible reduction of transmittance values of complaint samples on band 1107 cm-1 was noted, which is indicative of chain scission of c-c and or oxidation. The differences found in peak intensity could be caused due to a degradation which triggers material structure of the particles broken to yield an unsaturated composition. Secondly, the dsc test further supported the fact that the samples underwent some sort of degradation based on the reduced thermal properties that the returned material managed to retain. In conclusion, the material alterations; discoloration, cracking and reduced thermal properties, are consistent with a type of photo-induced degradation, most likely linked to exposure, however the exact mechanism is unknown based solely on these analyses. A product history record (phr) review of lot 17242574 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): per visual analysis the catheter¿s body was found cracked at 5.1 cm, 17.5 cm, and 27.5 cm from the distal end. Per dimensional analysis the catheter body od and ID were measured near the cracked conditions and results were found within specification. The unit was reviewed by the product engineering team and it was suspected that the cause of the ruptured and cracked conditions found was a material degradation, therefore instead of sem analysis the unit was sent to ft-ir and tga to analyze the unit for possible material degradation with the following results; based on the ftir results shown above, samples analyzed share characteristic ir absorption bands associated with polyamide, however when spectra were compared a visible reduction of transmittance values of complaint samples on band 1107 cm-1 was noted, which is indicative of chain scission of c-c and or oxidation. The differences found in peak intensity could be caused due to a degradation which triggers material structure of the particles broken to yield an unsaturated composition. Secondly, the dsc test further supported the fact that the samples underwent some sort of degradation based on the reduced thermal properties that the returned material managed to retain. In conclusion, the material alterations; discoloration, cracking and reduced thermal properties, are consistent with a type of photo-induced degradation, likely linked to exposure, however the exact mechanism is unknown based solely on these analyses. A product history record (phr) review of lot 17242574 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaints reported by the customer as ¿catheter (body/shaft) - cracked - in-patient¿ and ¿catheter (body/shaft) - cracked ¿ were confirmed during analysis since the returned catheters presented with separated and cracked conditions. However, the exact cause of the catheter body separated and cracked conditions and the hub yellowish color condition could not be conclusively determined during the analysis. A detailed analysis of the manufacturing process was done but no conditions or possible triggers were found that can create or generate the conditions found in the returned samples. Neither the phr nor specialized analysis (tga/ftir) suggest that this issue might be related to the catheter's manufacturing process since the material alterations; discoloration, cracking and reduced thermal properties, are consistent with a type of photo-induced degradation, likely linked to exposure. According to the precautions listed in the instructions for use (IFU), which is not intended as a mitigation, ¿store in a cool, dark, dry place. Exposure to temperatures above 54°c (130°f) may damage the catheter.¿ the condition of the received samples suggests the damaged noted may have been a result of light exposure. Based on the product analysis and investigation performed it was concluded that there isn¿t a product manufacturing process related cause for the failure mode observed on the received device. Therefore, no corrective or preventive actions will be taken. This is one of five (5) products reported with the same product issue. Please reference complaint numbers (B)(4). Please note that this is the initial/final report for this complaint product/(B)(4).

Event description:
The report received via voicemail indicated that the account had five (5) each 65 cm. 5 fr. Tempo ber diagnostic catheters in storage of the same catalog/lot/reference numbers. The reporter indicated ¿not knowing exactly what happened to them but that the catheters were almost like dry rotted when we put them inside the patient, they just completely cracked apart. We have three of these with that issue. I have two more in stock with the same reference and lot number that I don't want to use.¿ there was no reported patient injury. Additional information received indicated that the three (3 each) products reported/used were used for the same patient/same procedure. The first catheter was pulled out of the packaging and was used but nothing was noted wrong until after being used in the patient. The other two catheters reported were opened for use but were noted to be cracked upon pulling them out of the packaging. Two (2) additional catheters were in storage and were not used for the case/patient but are being returned. One of the catheters being returned is still in the sterile packaging and is noticeably broken. The catheters that were used in the patient were successfully removed from the patient and there was no adverse event or harm to the patient reported. All five (5 each) products are of the same catalog/lot number. The expiration date that was reported on the packaging was march 2018, so the products were not expired. All the products were stored properly per the instructions for use (IFU). The products were reported to not have been exposed to any extreme heat or adverse storage conditions. There was no damage noted to the products packaging upon inspection prior to use. There was no reported difficulty removing the products from the packaging. The products were prepped per the IFU. A non-cordis product was used to complete the procedure successfully without patient injury. The procedure was a thrombectomy of a left brachio-basilic fistula. No target lesion characteristic information was provided. No additional information is available.